Manufacturer narrative:
An internal biomérieux investigation was initiated due to a customer report of false susceptible ast results; however, the customer indicated the strain was no longer available for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference method. The french customer had obtained susceptible imipenem (imi) (mic<=0.25) and ertapenem (etp) (<=0.5) results, but positive esbl results, when testing an e. Coli isolate on the vitek® 2 ast-n233 card. The customer suspected carbapenemase production by this strain, so it was submitted to the cnr for carbapenemase testing. Carbapenemase testing was positive. It was later determined that the customer was looking at the wrong lab report, and that the relevant lab report did show both imi and etp as resistant, correlating with the results obtained at the cnr. The vitek 2 ast-n233 card (lot # 6330664203) met final qc release criteria and passed qc performance testing. Root cause for this issue was determined to be personnel/human error as the user initially referred to a wrong lab report for results and this was reported as a discrepancy in error.

Event description:
A customer in (B)(6) reported false susceptible carbapenems for an escherichia coli strain in association with the vitek® 2 ast-n233 test kit (lot 6330664203). The customer twice tested a patient e.coli strain with the ast-n233 card, and obtained an esbl (extended spectrum beta-lactamase) phenotype, with two carbapenems that were susceptible: ertapenem mic =<=0.5 s, and imipenem mic= <=0.25 s. The customer confirmed the phenotype of the strain with kirby bauer disk diffusion and the result was esbl. The customer was suspicious of a carbapenemase for this strain because the patient previously had a klebsiella pneumoniae strain that was positive for carbapenemase. The strain was sent to the reference lab (cnr) to confirm it did not have carbapenemase. Cnr performed pcr testing and it was determined to be carbapenemase positive. The customer stated that patient treatment was not impacted because this patient was known to have klebsiella pneumoniae with carbapenemase. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Later, the customer stated that cnr was unsure of their reported result and the customer was awaiting confirmation. A biomérieux internal investigation will be initiated.